Event description:
On (B)(6) 2025 the user reported the ilet shut down intermittently, often at night, with the sleep/wake button unresponsive. The device displayed a restart screen even while charging, though the battery remained at 97%. No blood glucose impact or health effects occurred. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.